Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow up, while performing routine software upgrade, the patient received inappropriate therapy and device went into backup vvi mode. A magnet was used to stop the shocks. Hv therapy was programmed off and restoring the normal programming was attempted, but the shocks continued. Oversensing was suspected. The patient was hospitalized while physician decides how to proceed. Patient condition is good. No further information is available.